Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was found with damaged insulation to the conductor wire. The instrument still passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed the electrical continuity test. There were no signs of thermal damage. A review of the instrument log for the fenestrated bipolar forceps associated with this event has been performed. Per logs, the instrument was last used on, (B)(6) 2020 on system sk0730, with 1 use remaining. This confirms that the instrument was not used n the reported event date of(B)(6) 2020. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the fenestrated bipolar forceps instrument was found to have damage of the conductor wire's insulation and the electrical continuity test passed. A fenestrated bipolar forceps with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The patient information is not applicable as the issue was identified prior to a procedure. This instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 9th usage and, therefore, had not expired. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument had a recognition issue. There was no patient involvement. The procedure was reportedly completed with no injury using another instrument.